Manufacturer narrative:
Device evaluation: the complaint device was not returned to the manufacturer for evaluation. Manufacturing record review and related documents revealed that the product was manufactured and released according to specification. During the manufacturing process, all lenses are cleaned and inspected under 10x microscope magnification. A review of the complaints related to the production order was performed and the results revealed that no other complaints for this order number were received. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was some issues with a model zcb00 8.0 diopter intraocular lens as the patient developed tass (toxic anterior segment syndrome), diagnosed one day after surgery. Additionally, loss of vision was reported. The patient required systemic and local steroid medication. Reportedly, lens was not explanted and patient is doing good. Visual acuity was reported as follows - pre-operative: 0.5, post-operative, day 1: light perception, post-operative, 1 week: 0.8. No further information was provided.